Event description:
Wire used during an interventional peripheral procedure broke off and unable to be taken out due to extensive plaque that sheared the wire. The distal tip remains in the anterior compartment of the leg. Tip portion of the wire broke off.